Event description:
The home health agency had filled the pt's pump, pulled back on the syringe, and "the liquid showing was frothy." The pt later presented to the emergency room with symptoms of overdose including respiratory distress. The hcp removed approximately 18cc of clear fluid from the pump pocket. By the next day, the pt was doing much better, although there appeared to be an accumulation of pocket fluid and a catheter leak. No fluoro or dye study has yet been done. The pt is currently not showing any adverse signs or symptoms. A follow up report will be sent when additional info is received.